Event description:
It was reported that the pump battery was depleting quickly. Customer declined troubleshooting from tandem technical support. No additional information was provided. Additionally, it was reported that occlusion alarms occurred. Customer changed supplies to address the issue. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.